Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead had high impedance and the guidewire could not be inserted. The lead was not used and another lead was implanted. Patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.